Manufacturer narrative:
G4: 15sep2020 b4: (B)(6) 2020 the customer evaluated the device and confirmed the reported problem. The customer calibrated the touch screen and the reported problem was resolved. Technical support advised the customer to power cycle the unit a few times and monitor it until he is confident that the calibration will hold. Three good faith efforts were made to obtain additional information. The customer did not respond to requests for additional information. If further information is obtained, a supplemental report will be submitted. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of this report: 08 jun 2020.

Event description:
The customer reported that half of the display is missing and it is orange. It's also not responding to touch. There was no patient involvement.